Manufacturer narrative:
(B)(4). Concomitant medical products: sc-2218-70, serial: (B)(4), description:linear st lead, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection. The patient experienced discharge at the incision site and a computerized tomography confirmed the presence of two surface granulomas. Prophylactic antibiotics were given to the patient. The physician suspected a foreign body reaction and did not know whether the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient was better, however, the infection had not cleared up. The antibiotic treatment will be continued for the next six months.

Event description:
A report was received that the patient had developed an infection. The patient experienced discharge at the incision site and a computerized tomography confirmed the presence of two surface granulomas. Prophylactic antibiotics were given to the patient. The physician suspected a foreign body reaction and did not know whether the infection was device or procedure related.